Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a decrease in pump flow could not be confirmed as no log files from the time of the event were submitted for review. Additionally, a specific cause for the decrease in pump flow could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further events have been reported at this time. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14jul2014. The heartmate 3 lvas IFU is currently available. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document states that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 4 years, 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2019, the patient was hospitalized for reduced general condition. Additional information was received on (B)(6) 2019 that further investigations confirmed pulmonary congestions with reduced lvad flows around 2.5 l/min. The patient received levosimendan infusion and the clinical symptoms improved. The average pump plump didn't recover to normal values and remained around 2.5-3.0 l/min. A cardio CT was performed and the team suspect an outflow graft occlusion according to the CT scan. Additional information was received (B)(6) 2019 that the clinic scheduled a re-exploration (B)(6) 2019. They opened the chest only in the level of the outflow graft. The bend relief was opened from the half to the distal end. A yellow jelly similar tissue was found in a high amount. At the distal end, the surface of the graft was hardened by plaque similar tissue. Both things were removed successfully. No twist was found. The flow increased from nearly 1l to above 4l in the end of the procedure and the patient was transferred under stable conditions to the ICU.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Investigation conclusion: the reported event of a decrease in pump flow could not be confirmed as no log files from the time of the event were submitted for review. Additionally, a specific cause for the decrease in pump flow could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no further events have been reported at this time. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.